Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The device involved with this complaint was model 866173.

Event description:
The customer reported that he used the intellivue g7m anesthesia gas module during a case and they had missing co2 wave forms. There was no indication of any health impact to a patient at any time. The device was in clinical use at the time the issue (loss of c02 wave) was discovered. But there was no user or patient harmed.